Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text : device not retuned.

Event description:
Country of complaint: (B)(6). In recent months, underdrainage was seen, therefore, the revision surgery was done (B)(6) 2017 to remove fv250t and prosa was implanted. Blockage was not found.

Manufacturer narrative:
Optical inspection: first step of our investigation is the optical inspection. The visual inspection revealed that the shuntassistant has scratches but no deformations or other abnormalities. Permeability test: to proof the penetrability of the valve we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of approx. 15-30 cmh2o in the flow direction. The test results that the valve is penetrable. Adjustment test: an adjustment test is not applicable, because it is a valve with a fixed pressure. Braking force and brake function test: a braking force and brake function test is not applicable, because it is a valve with a fixed pressure. Computer controlled test: the test is performed with miethke computer controlled testing apparatus. The valve was tested by simulating a liquor flow between 60 ml/h down to 5 ml/h and up again to 60 ml/h in vertical position (in acc. To iso 7197). Distilled water was used as test-liquid. Result: first we performed a visual inspection with the valve. We have seen scratches but no deformations or other abnormalities. In the further course of investigation the valve has been tested positively for permeability. As a final examination we carried out a computer controlled test. Here the shuntassistant was tested in the upright position with a pressure range of 15 cmh2o. Normally we expected a pressure of 0 cmh2o having an opening pressure of 15 cmh2o, that means that the pressure resulting from the difference of altitude is being compensated. At the first test the opening pressure at the reference flow level of 5 ml/h is measured 5,15 cmh2o. The shuntassistant operates slightly outside the accepted tolerance (0 +/- 4 cmh2o). Cautiously, we did a second measurement. The second measurement showed a dont improvement. The second test showed an opening pressure at the reference flow level of 5 ml/h of 5,22 cmh2o. According to our measurements we have been able to assets at a slight over-drainage instead of a under-drainage. We suspect that deposits inside the valve. In order to verify whether the valve examined here has been influenced by the known risks of hydrocephalus therapy, as for example by natural substances (protein, blood or tissue particles)1 in the cerebrospinal fluid, we have finally opened the valve. Inside the valve we could not find obvious substances. May it was flushed due to the tests done before. We suspect that particles of protein may have caused the deviation, see picture 2. From our point of view there is no failure detectable with the valve at the time of delivery. In addition, the over-drainage is a known and unchangeable risk of hc-therapy with shunts. Further actions: no further actions are required from our point of view.